Event description:
At the time of the implant, the physician noted a buckling of the coil when attempting to make the bend of the svc. Once implanted, the r-waves appeared to decrease suddenly. Upon further inspection, the physician noticed a back flow of blood inside the lead. As the physician suspected the diminishing r-waves may be due to a possible fracture, the lead was explanted and replaced. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, a visual inspection showed outer insulation breached/cut allowing blood/body fluid infiltration of the lead.